Event description:
The customer reported via telephone getting low alerts from the insulin pump, but checking her blood glucose and her blood glucose not being low. The customer also stated she received a threshold suspend at that time. The customer stated she had had multiple bent sensor cannulas. The customer reported having a blood glucose value of 44 mg/dl but stated that it was normal. The customer was advised on proper sensor use and insertion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.